Manufacturer narrative:
Additional information provided in h.6. And h.10. Updated investigation findings: fifteen samples were not returned. One sample was returned. There was one case with a method code of testing of actual/suspected device (10). There were six cases with method code of insufficient information available (4119). There were fifteen cases with method code of device not returned (4114). There were nine cases with method code of analysis of production records (3331). There was one case with results code of operational problem identified (114). There was one case with results code of manufacturing process problem identified (170). There were fourteen cases with results code of no findings available (3221). There were fourteen cases with conclusion code of cause not established (4315). There was one case with conclusion code of cause traced to manufacturing (25). There was one case with conclusion code of cause traced to user (19). The manufacturer internal reference number is: (B)(4).

Event description:
This report summarizes malfunction reports of scratched intraocular lenses (iol). The reported patient ages range from unknown to 82 years. There were 2 male patients, 2 female patients and 12 unknown gender.

Manufacturer narrative:
Sixteen samples were not returned. The manufacturer internal reference number is: (B)(4).

Event description:
This report summarizes malfunction reports of scratched intraocular lenses (iol). The reported patient ages range from unknown to 82 years. There were 2 male patients, 2 female patients and 12 unknown gender.